Event description:
It was reported that during a cori assisted tka surgery, after distal bur and cutting with sizing block, surgeon noticed additional distal resection distal each time. Minimal but more cut when distal bur screen was white. No changes to plan nor tracker movement. The procedure was performed, after no delay, using the same device. Patient was not harmed as consequence of this problem.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the real intelligence cori, part number rob10024, serial number (B)(6), used for treatment was not returned for evaluation, therefore a device analysis was unable to be performed. Screenshots and system log files are required to complete a thorough investigation. In absence of the xsessions, screenshots and system log files provided were reviewed with the software and clinical support team (crc-298). The software team found a similar instance (rtps-917) and the clinical team confirmed this case could be related to it. The reported problem was not confirmed. Checkpoints are taken on the trackers, which means if there is tracker movement in between using the cut blocks and refining with the bur, there is no way for the system to inform that to the user. Although the reported problem was not confirmed, factors contributing to the reported symptom may have been associated with tracker movement. Should the missing files become available, the case can be reopened. A complaint history review for similar reported/confirmed complaints has identified prior events. A review of manufacturing records indicate the device met all specifications upon release into distribution. Cori is a surgical tool designed to provide assistance to the surgeon; it is not a substitute for the surgeon¿s experience and skill. The surgeon is responsible for implant planning and the conduct of the surgery during which cori is being used. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities. Additional information: d4 (serial number).